Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated to a mfg consultant that their pt was seen in clinic and had high lead impedance. The pt has been referred to see a surgeon to decide if revision surgery will done. The pt's surgeon reviewed x-rays and there was a clear break in one of the leads above the clavicle at the t1, t2 level. The pt will be seen back in clinic to have their vns programmed off. No report of any fall or injury preceding the event, they had a possible unwitnessed seizure.

Event description:
It was reported that the patient will be referred for surgical consultation to address the lead fracture previously reported. The notes from the neurologist indicated that the lead likely fractured as a result of one of the patient's seizures. The neurologist indicated that the patient was previously told that fibrosis in the neck might prevent revision, but stated the surgeons at their facility can perform the procedure. No surgical interventions have occurred to date.

Event description:
It was reported that the patient¿s full vns replacement surgery was completed. The explanting facility requested authorization for the return of the explanted generator and lead. The products have not been received by the manufacturer to date. No additional pertinent information has been received to date.

Event description:
The explanted lead and generator were received by the manufacturer for product analysis. No additional pertinent information has been received to date.

Event description:
Product analysis on the returned generator was completed. Visual examination showed observations consistent with the surgical procedure; no surface abnormalities were noted on the device. The reported end of service condition was confirmed. The generator did not communicate, and an open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device demonstrated normal battery depletion to an end of service condition. After the generator can was opened, a visual examination of the pcb performed and revealed no visual anomaly. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator. Product analysis was completed on the returned lead portion. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, lead breaks were identified in the following locations on the connector ring quadfilar coil at approximately 258mm from the end of the connector boot, and on the connector pin quadfilar coil at approximately 260mm from the end of the connector boot. Scanning electron microscopy (sem) on the connector ring quadfilar coil break at 258mm identified the area as having evidence of a stress induced fracture with mechanical damage (no pitting) and evidence of a stress induced fracture (rotational forces) on two of the broken coil strands. Residual material was observed on the coil surface. Determination could not conclusively be made on the fracture mechanism. Sem was performed on the connector pin quadfilar coil break at 260mm and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with no pitting on one and fine pitting on two of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the coil showed characteristics typical of a lead discontinuity. Dried remnants of what appeared to have once been body fluids were found inside the outer and inner silicone tubes. Abraded openings found on the outer and inner silicone tubes most likely provided the leakage path for the body fluids. Product analysis identified that the mechanism of the breaches was from wear. With the exception of the observed discontinuities and abraded openings the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed with no further discontinuities identified.